Event description:
During use of the device for a non-clinical activity, the user reported the technician inadvertently dropped a display onto the "dc" control board causing damage. The user reported the technician replaced the "dc" control board. No other details regarding the nature of the event were provided. Since the event occurred during a non-clinical activity, there was no patient involvement during this event.